Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of the investigation was very limited and the reported suture break during the plunger retraction could not be confirmed. Link or anterior cuff-to-needle tip detachment could appear very similar to the reported suture break while retracting the needle plunger. However, there was no needle strike mark observed at the posterior foot to suggest the posterior cuff miss might have occurred during needle deployment, which could result in link or anterior cuff detachment. There were no abnormal observations that could contribute to the reported suture break. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met manufacturing criteria. There was no observable resistance which could result in the reported suture break during the needle plunger removal. Based on the investigation findings, a cause related to the device could not be determined. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A review of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the suture broke when the plunger was removed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.